Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that, in the past, the patient experienced a return of symptoms as they had been having to go to the bathroom a lot. They thought the programmer batteries going dead were the cause of the symptom return. The symptom returned was listed as sudden where they were having to go to the bathroom all the time, like crazy. It was noted that they had to wake up five times to go to the bathroom the night prior to the report. They found the stimulation was on at 0.7 volts (v) and they increased so they could feel it in the bike seat. They were going to follow-up with their healthcare professional (hcp) if the symptoms didn¿t improve after the increase. There were no further complications reported or anticipated.